Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect - clinical code - 1764 - cardiomyopathy.

Event description:
It was reported that signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced signal loss with her dexcom device. There was no indication that she monitored her blood glucose using a bg meter during that time. After some time, she noticed that her dexcom app displayed an "urgent low glucose" notification. In response, she ate twinkies. Her husband noticed her condition and assisted by giving her coffee in an attempt to raise her blood glucose levels. Her husband did not perform a fingerstick test but assumed that her bg was low. Shortly, after noticing that the patient became unresponsive and unconscious, her husband called 911. He attempted to administer glucagon but was unsuccessful. While waiting for emergency responders, the 911 operator instructed him to perform CPR, which he continued for approximately 8 minutes. Upon arrival, paramedics administered an unknown medication, the patient remained unconscious and was unaware of what was given. She was then transported to a healthcare facility. They arrived at the hospital after 30 minutes, her bg was measured at 250 mg/dl, at which point she regained consciousness. She was admitted the same day. The patient reported that she received 29 bags of antibiotics (no information why the patient was treated with antibiotics) and electrolytes during her stay and underwent testing related to her having cardiomyopathy. She was discharged from the facility on (B)(6) 2025. No other details were documented. At the time of the report the patient was doing well. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.